Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent shortening occurred requiring another stent. The target lesion was located in the subclavian artery, and an 8.0 x 40 x 135 cm express-vascular ld stent was advanced for treatment. During deployment, the stent was significantly displaced, resulting in shortening and incomplete coverage of the lesion. The procedure was completed with another stent of the same type. There were no patient complications related to this event.

Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent shortening occurred requiring another stent. The target lesion was located in the subclavian artery, and an 8.0 x 40 x 135 cm express-vascular ld stent was advanced for treatment. During deployment, the stent was significantly displaced, resulting in shortening and incomplete coverage of the lesion. The procedure was completed with another stent of the same type. There were no patient complications related to this event. It was further reported that the target lesion, which was 95% stenosed, was located in a severely tortuous and severely calcified subclavian artery. The stent lengthening was determined by measurement using a scale. The stent was found to be shorter than what was specified in the device packaging, and the physician did not verify the stent size prior to the procedure. The stent was not removed from the patient, and an additional stent was used to cover the remaining lesion. While the patient's anatomy was challenging due to significant calcification, neither patient-related nor procedural factors contributed to the reported event.